Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that following a review, the submitted log files captured 2 low flow alarm events on (B)(6) 2025, along with several momentary low flow events with an elevated calculated pulsatility index (pi). Some of the events were very brief and did not generate an alarm. The estimated flow fluctuated below the 2.5 liters per minute (lpm) threshold. The estimated flows averaged around 2.4 lpm and the pi averaged from 9 to 9.8 during the events. The site noted the patient to have been experiencing hypovolemia. Patient symptoms observed at the time of low flows included slight dizziness. On (B)(6) 2025, hemoglobin level was at 7.2, and at 10 on (B)(6) 2025.the patient had been orthostatic but has been stable as of (B)(6) 2025, with blood pressure (bp) of 110/70 while lying, 110/68 while sitting, and 72/1 while standing, heart rate (hr) stable between 60s and 70s beats per minute (bpm), flows between 3.5 and 4s liters per minute (lpm), power around the 4s, and pulsatility index (pi) from 3s to 7s. The patient had no complaints of dizziness while standing and the patient walked with no issues. As of (B)(6) 2025, the low flow alarms had resolved, and the patient was given red blood cells and crystalloids. On (B)(6) 2025, log files were sent that captured low flow events on (B)(6) 2025, and several low flow flags that did not persist long enough to trigger alarms. On (B)(6) 2025, log files were sent that continued to capture low flow alarms with an elevated pi as well as many brief low flow events with elevated pi on (B)(6) 2025. On (B)(6) 2025, log files were sent and captured low flow events with flow noted as low as 2.4 lpm. Log files were sent again on (B)(6) 2025 and captured 9 new lines of log file data with 1 low flow flag on (B)(6) 2025 at 19:16:46 which did not trigger an alarm. On (B)(6) 2025, log files captured low flow alarm events on (B)(6) 2025 along with several momentary low flow events. Additional information received on (B)(6) 2025 noted the patient to have experienced hypovolemia, hypertension, diarrhea, and had complaints of fatigue and dizziness when standing. The patient's doppler mean arterial pressure (map) was between 60s and 70s during the low flow alarms. Hypertension and hypovolemia were identified as the reason for the low flow alarms. The alarms resolved after intravenous fluids (ivf) challenge and bp management. More log files were sent for review on (B)(6) 2025 and captured low flow events on (B)(6) 2025, when the pi was elevated.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported syncope could not be conclusively determined through this investigation. Review of the submitted log files confirmed low flow alarms; however, a specific cause for the low flow alarms could not conclusively be determined through this investigation. The submitted controller event log files collectively contained events from 13jun2025 through 07jul2025, per the timestamps. The log files captured several transient low flow alarms, as well as numerous low flow fault flags that were not sustained long enough to activate a low flow alarm. The log file also contained numerous pulsatility index (pi) events and routine power source changes. No other notable alarms were captured, and the pump appeared to function as intended throughout the log file. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas. No further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, "introduction," lists adverse events, including bleeding, which may be associated with the use of heartmate 3 lvas. This document also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 1 also provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.